Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator alarm occurred related to a possible clogging proximal pressure tubing line. There was no patient harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to alleging a ventilator alarm occurred related to a possible clogging proximal pressure tubing line. There was no patient harm or injury reported. During the evaluation of the device at third-party service center customers complaint could not be reproduced, no errors found. In-line filters need to be replaced due to contamination. Air foam inlet filter and muffler assembly will be replaced due to pm. Repairs all passed, functional test passed. Quality inspection passed and test results passed.

Event description:
The manufacturer received information alleging a ventilator alarm occurred related to a possible clogging proximal pressure tubing line. There was no patient harm or injury reported. During the evaluation of the device at third-party service center customers complaint could not be reproduced, no errors found. In-line filters need to be replaced due to contamination. Air foam inlet filter and muffler assembly will be replaced due to pm. Repairs all passed, functional test passed.